Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
(B)(6) customer received blood glucose readings of greater than 600 mg/dl on his contour next usb meter and an alternate meter when using his bottle of strips. When he retested on both meters using an alternate bottle of strips, the readings were approximately 150 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer also mentioned several high results on a non-specific day in 2017. He felt hypoglycemic. He retested on another meter, and the reading was approximately 60 mg/dl. Further information was not provided. There was no evidence of an adverse event. The customer was advised to return the test strips for evaluation.

Manufacturer narrative:
The customer's returned meter was tested with the returned test strips and the results were outside of the expected ranges. The customer's returned meter was also tested using in-house test strips from the same lot and the results were within the expected ranges. The returned test strips were microscopically examined, and at least 8 of the remaining 34 strips were compromised. Several test strips contained fibrous debris and typical starburst pattern (cracks that occur in the reagent after it is dried during the manufacturing process, show distinct variation from strip to strip). The reagent was likely exposed to extreme conditions that affected the results. The fibrous debris also suggested that the strips may not have been stored in the original container, as recommended. In addition, the manufacturer performed testing on retains of the same lot, which gave expected results. An in-house special meter was also used to test the customer's returned test strips and the results were outside of the expected ranges. It is likely that the returned bottle of test strips was not stored properly by the customer and the test strips were exposed to a contaminant that caused the high results.